Event description:
It was reported that the patient presented for a post-operation assessment. Upon interrogation, it was noted that the right ventricular lead exhibited a high pacing impedance and a high capture threshold. Programming changes were made. The patient was in stable condition and was discharged.

Event description:
Additional information received notes that programming changes were made. There were no patient consequences.